Event description:
IV piggyback bottle of medication with 100ml hung as a piggyback to the maintenance IV. The rate was set at 300ml/hour. Within 2 minutes the medication bottle was empty and the IV pump (carefusion alaris) displayed that 50 ml had infused into the patient. So, the infusion went too fast and apparently some of it backed up into the maintenance IV.what was the original intended procedure?administer the IV piggyback medication to the patient at the rate set on the pump.device #1is this a laboratory device or laboratory test?no.